Event description:
A patient reported experiencing inaccurate high results with a one touch basic meter. The patient's blood glucose results were 7.6 mmol versus 9.7 mmol meter to lab. Tests were done within 20 minutes with a difference of 22%. Patient did not experience any adverse events. No further information has been reported.